Event description:
An attempt was made to use two zinger guidewires and one left ventricular (lv) lead. No calcification or stenosis and little tortuos ity was noted. The guidewires were being used for lead placement using the over the wire (otw) technique. The zinger devices were inspected before use with no issues noted. There were no difficulties noted when loading the guidewires. The soft tip of the guidewires were slightly curved to probe the vein. The first zinger guidewire did not pass through the cell of a stent or a tight calcified lesion during delivery. Resistance was not noted while advancing the first zinger device. It was reported that after the placement and fixation of the lv lead it was not possible to remove the zinger guidewire. The lv lead was placed to the posterolateral position and after the fixation of the lead the zinger guidewire could not be removed. The lead was removed with the guidewire and the guidewire was stull stuck in the lead. A different lv lead was used with another zinger guidewire. This zinger guidewire had a high resistance after some exploratory movements, and was removed. A non-medtronic guidewire was used instead and the replacement lv lead was positioned and fixated successfully with good measurement values. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the guidewire was returned stuck in lead serial number (B)(6) and analyzed. The zinger guidewire was entrapped in the lead because the guidewire wire was kinked in the lead distal tip nose. The guidewire coating was damaged and was observed on the lead conductor. Visual analysis indicated that the guidewire was damaged during use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.